Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch. Reportedly, the pump was charging during the reported event. Additionally, it was reported that the customer's pump "was not working properly". Multiple contact attempts were made by tandem technical support to obtain additional information regarding these issues; however, no response was received from the customer. There was no reported adverse impact to the customer's blood glucose level.